Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged again after two repositionings. The patient complained of being tired. There was inquiry of empty counters and this was a result of the aai programming. No further patient effects were reported.

Manufacturer narrative:
It was later reported that this patient was seen by their previous physician and the lead had been programmed around due to an undefined abnormal right ventricular lead function. This programming remained until this physician's last interrogation with this patient over fourteen months ago. The patient's record with that physician had not indicated any lead repositions during that time. As a result of this information the event date has been corrected.

Manufacturer narrative:
Ultimately this lead was later surgically abandoned.

Manufacturer narrative:
It was later reported that the physician had elected to revise the rv lead at the pacer change out within the next six months.

Manufacturer narrative:
Event clarification has been requested from the field representative. This investigation will be updated should further information be provided.